Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the patient¿s fungal peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which required antibiotic therapy, removal of the patient¿s pd catheter, and temporary transition to hd. The pdrn attributed causality to the location of the pd catheter, and the patient¿s inability to properly disinfect the area. Most fungal peritonitis episodes are caused by the candida species, and of the candida species, candida parapsilosis is the most infectious. It tends to form on central venous catheters (cvcs) and other medically implanted devices. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product deficiency or malfunction caused or contributed to the serious adverse event(s). Esrd patient¿s undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for the three (3) month time frame prior to the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis and was transitioned to in-center hemodialysis (hd) for rrt on (B)(6) 2021. No additional information provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient dialysis clinic on (B)(6) 2021 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = >4,000 u/l) was collected, and the patient was diagnosed with peritonitis. The patient was treated outpatient with intraperitoneal (ip) vancomycin and ceftazidime. The patient¿s peritoneal effluent culture result returned positive on (B)(6) 2021 for candida parapsilosis, and the patient¿s ceftazidime was replaced with fluconazole (dosages, durations, frequency not provided). The pdrn attributed causality to the patient¿s pd catheter (not a fresenius product) location. The pd catheter was located in the patient¿s lower abdomen, and her abdominal pannus created a moist environment which the patient could not adequately disinfect due to her size. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. On (B)(6) 2021, the decision was made to surgically remove the patient¿s pd catheter (allowing abdomen time to heal), and temporarily transition the patient to hd. The patient began outpatient hd therapy on (B)(6) 2021 without issue and is expected to return to ccpd next month.